Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding and dyspareunia. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and failed kegel exercise. The patient underwent laparoscopy, hysteroscopy and d and c on (B)(6) 2011. It was reported that the patient underwent cystoscopy and hydrodistention of bladder on (B)(6) 2012 for painful bladder syndrome and to rule out interstitial cystitis.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary retention.